Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital due to pocket infection. The explant procedure for device and lead was discussed. The patient was stable and not symptomatic.

Manufacturer narrative:
Correction: manufacturer reference number 2938836-2019-05991 should not have been reported as a medical device report (MDR) as the product has not been approved by the FDA and is part of investigational device exemption (ide).